Manufacturer narrative:
Model number/catalog number: sc-2218-50. Serial number: (B)(4). Batch/lot number : 18389390. Model/catalog description: linear st lead kit 50 cm.

Event description:
A report was received that the patient was experiencing inadequate stimulation and had high impedances on the leads. Imaging showed lead migration. The patient underwent leads replacement procedure and was doing well postoperatively.